Event description:
It was reported that the patient's right ventricular (rv) lead had gradually increasing pacing impedance and thresholds. Follow up indicated replacement was scheduled but later cancelled, and there was no other intervention on the lead. The lead is still in use. No patient complications have been reported as a result of this event.